Manufacturer narrative:
The company representative examined the system and could not duplicate the problems reported. The system was then tested and met all product specifications. The root cause is unknown. (B)(4).

Event description:
A nurse reported during surgery the infusion pressure kept dropping causing the patient's eye to get soft. The intraocular (iop) compensation feature was not in use at the time of the event. The surgeon originally had the infusion set for 35 millimeters of mercury (mmhg), but had to increase it to 50 mmhg to provide sufficient pressure to the eye. The nurse also stated that bubbles were introduced into the eye during reflux mode. This was the second case of the day and no problems were noted for the first or third cases. Additional information was received from the nurse reporting that the setup for the eye level was the same as it had been for the previous case. The case was completed with the same system. Although there was no harm or injury to the patient reported, the nurse indicated that the patient experienced a "re-bleed", observed at the one week post operative visit, but stated the bleed was not due to the problems during surgery but was more likely related to the patient's ocular condition.